Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported during a patient¿s battery replacement that their already implanted leads had inverted electrode placement. The patient¿s implant card was later received which reported high lead impedance. An anterior-posterior x-ray was reviewed. The generator placement could not be assessed as the scope of the image was just of neck for electrode placement. A small portion of the lead was able to be visualized and a strain relief bend and loop were not present or placed per labeling. A single tie down was present and not placed per labeling. Due to scope of image being of just the electrode site the lead placement behind the generator was unable to be assessed. No discontinuities or sharp angles could be seen. Based on the x-rays received, the inverted anchor tether can be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other surgical intervention has occurred to date. No other relevant information has been received to date.